Event description:
Axsym chemistry processor required reagent buffer bottle change. After the bottle was changed, chemistry staff observed failed delta checks for an increasing number of psas(notification if current result is double the previous result on record). Troubleshooting procedures initiated including conversation with co. Problem isolated about two hours later, when discovered the changed buffer bottle was not fully engaged in the fluid line and therefore buffer was not aspirating during specimen processing. In the interim, three pts were admitted to stepdown cardiac care unit, with falsely elevated troponins, all eventually released same day. Prioritization of lab re-testing included troponins and ck-mbs, followed by afp, and then psas. Of a denominator of 208 specimens processed, 104 required repeat and 59 of those had erroneous results. Each lab result required correction as well as verbal notification to each prescribing provider. Process completed by noon the following day. Director of chemistry and chemistry supervisor have communicated with co, strongly suggesting a notification alarm be in place when the buffer bottle is not fully engaged.